Manufacturer narrative:
Button error alarm due to corroded keypad trace. Keypad overlay had weak adhesive bond at all locations.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 75 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.